Event description:
New information received indicated that the new replacement leadless pacemaker was implanted on (B)(6) 2025, and the dislodged device was retrieved on (B)(6) 2025.

Event description:
It was reported that the leadless pacemaker dislodged post-procedure and migrated to the left pulmonary artery. The device was successfully retrieved and replaced. The patient condition was stable.